Event description:
During the operative procedure, the endo clip ii auto-suture clip applier misfired. Per doctor, it was removed immediately and sent to clinical engineer through the central processing department (cpd). A new clip applier was used and the patient was unaffected by the product.